Event description:
The customer reported that the ivac 572 pump alarmed for air-in-line during an infusion and when they attended to the device, they noted that "the set had disconnected from the disk at the top end." From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.